Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to capture. The rv was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. The lead was returned in one piece. Visual analysis, x-ray examination, and electrical testing were normal with no anomalies found.